Event description:
The complainant reported that there was some oozing and a medium sized hematoma at the impella cp access site. The medical doctor adjusted repositioning sheath and manipulated the perclose and oozing/hematoma resolved. Additionally, the patient developed thrombocytopenia and blood products were administered. The patient also developed a gastrointestinal bleed. The family decided to withdrew care and the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding, thrombocytopenia, vf/vt, and vascular damage - peripheral vessel has been completed. Access site bleeding: product was not returned for investigation. As per the clinical information provided, the reposition sheath and the perclose had to be adjusted to stop the oozing. Therefore, the root cause of the access site bleeding issue was most likely use related to improper technique. Thrombocytopenia: the root cause of the thrombocytopenia issue was not determined due to insufficient clinical details. Vascular damage: pump was not returned. Clinical information provided was very limited and no information provided about the reason of the gi bleed. Therefore, the root cause of the vascular damage issue was not determined due to insufficient clinical information and unknown relation to impella with gi bleed. Vf/vt: as the necessary information was not provided, the root cause of the vt/vf was not determined. B5 revised to include additional information inadvertently omitted on the initial manufacturer device report number: 1220648-2025-27085. H6 health effect - clinical code 1729 and 1730 were inadvertently omitted on the initial manufacturer device report number: 1220648-2025-27085.

Event description:
It was further reported the patient experienced runs of atrial fibrillation and atrial flutter.